Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third stapling fire across the stomach, the stapler was not able to fire. The firing started and immediately stopped in proximal, it was noted that tissue was not thick. They opened a new reload and were able to fire across stomach with no issues. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the packaging for one. A visual inspection of the returned packaging noted an open blister and tyvek. No product was returned. As no product was returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.